Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor due to a thermally damaged diode array on the distribution node pca. The root cause for the damaged diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable).

Event description:
A us distributor reported that an monitor was displaying a service code 204 and have charger faults.

Manufacturer narrative:
Device evaluation of monitors (B)(4) has been completed. The reported problem (service code 204 and charger faults) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.